Manufacturer narrative:
Since no specific catheter mfg#/ model# as well as lot number was provided, no device history record review could be performed. Concomitant bwi product used during the procedure: ep - shuttle rf generator system - 100w, model #:39d-76x, serial #: (B)(4). The rf generator was set to temperature control mode; power at 40w. (B)(4).

Event description:
A complaint was received that during a wolff-parkinson-white (wpw) procedure, that after 60 seconds of ablation, the device would not re-start. The subsequent attempts to re-start the ablation were unsuccessful. The stockert generator's temp, time and watt displayed '0'. Further user feedback stated that when the stockert control knob was turned-up, the user was unable to increase the wattage. The complaint reported was not indicative of a reportable event. However on (B)(6) 2012 additional information was provided stating that on (B)(6), 2012 bwi's local affiliate was notified that there was a perforation related to this complaint (event date was (B)(6) 2012). Additional information provided stated that the adverse event occurred during ablation. After the 6th ablation, tamponade was noted. Due to the continual bleeding the patient was sent for surgery. Patient had been discharged; updated health status was stated to be good. The sheath used during the procedure was a non-bwi sheath (sro manufactured by sjm).